Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2012-08540 and 2134265-2013-00287. It was reported that during an unspecified procedure motor drive pullback was stopped. The target lesion was located in an unspecified vessel. During pullback, the motor drive displayed an error message and pullback was stopped. The event occurred outside of the patient. No patient complications were reported.